Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's blower assembly and flow sensor assembly need to be replaced to address the issue. There was evidence of dust and dirt contamination. The unit will be scrapped.